Event description:
It was reported that a flogard infusion pump does not function. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of does not work was confirmed as a downstream occlusion alarm. The root cause of the downstream occlusion alarm was an out of range air sensor. To resolve the issue the air sensor was recalibrated. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.